Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier - sid (B)(6). There was no additional patient information provided by the customer due to privacy issues. During the requested site visit, field service performed troubleshooting which included replacing and cleaning multiple parts, including the valve, bypass, dispense manifold, which resolved the issue. The alinity I processing module function was then verified with a control run. Return testing was not completed as returns were not available. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems for resolving the customer¿s issue. The alinity I service documentation contains adequate information for the troubleshooting, removal, and replacement of the valve, bypass, dispense manifold. No contributing factors in the month prior to the complaint were identified in-regards to the system. A review of the service history of the alinity I processing module, serial number (B)(4), verifies no subsequent issues have been reported related to erratic discrepant results. No nonconformances or potential nonconformances applicable to the current complaint were found for the valve, bypass, dispense manifold. A 12-month review of tickets for the valve, bypass, dispense manifold (part number a-30104239-02) did not identify any trends for the part. The current product monitoring review found no trends for the alinity I platform with regards to the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(4), or the valve, bypass, dispense manifold (part number a-30104239-02) was identified.

Event description:
The customer reported a falsely elevated alinity I troponin result on one ER patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial = 1093ng/l (cutoffs male = 34ng/l; female = 16ng/l). The patient was then scheduled for a catheterization procedure. Since the lab had observed discrepant results on other patients, they repeated the test on another alinity analyzer, sn (B)(4), and the result was 13ng/l. The result was reported to the physician and the catheterization procedure was cancelled ¿ no intervention took place. There was no adverse impact to the patient.